Event description:
A failure code 570. The failure was reported to have occurred during biomed testing. The hospital rep. Stated thay have no record of any pt incident involving the pump since the last baxter service attempted to obtain information, details were not available regarding additional contact information, pt demographics, medication involved, or pump programming.